Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, the pump was powered on and the display appeared to be dim and discolored. Unrelated to the original issue, there was no damage observed on the keypad but the up and down buttons responded intermittently to user presses. The keypad was removed, and there was contamination found under the contrast, up and down keys. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.